Event description:
Information received by medtronic indicated that the customer reported crack on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump failed to boot up properly once installing aa battery, reoccurring pump error 63 alarm. Also found an intermittently responsive keypad during testing. Unable to perform displacement test, and self test due to reoccurring pump error 63 alarm. Test p-cap locked properly into the reservoir compartment. Unable to download pump history files and traces using thus software. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, label damage, and end cap address label missing. Cosmetic damage was confirmed at the battery compartment. Reoccurring pump error 63 alarm was confirmed during testing due to moisture damage on the electronic assembly. Unresponsive keypad was confirmed during testing due to moisture damage on the keypad flex connecting cable. Unable to download was confirmed due to reoccurring pump error 63 alarm. Moisture damage was confirmed found on the electronic assembly, motor, battery tube, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.